Event description:
On 30th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: clinique (B)(6). Initial reporter was biomedical technician. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 30th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cap from suspension arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cap from suspension arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it is normally held by 2 screws and the fact that it is completely missing has only one cause: it has been removed by a technician and not fitted back during maintenance procedure or not installed at all since the beginning which is very unlikely regarding the installation date (2015). In any case it is an oversight. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 30th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cap from suspension arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.